Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of motor error with their insulin pump. The customer's blood glucose level at the time of incident was 508 mg/dl. The customer had not treated for the high yet. The customer was assisted with troubleshoot. The customer was advised to discontinue use of the device, and that it would need to be replaced. The customer accepted the continuation of therapy pump, but will not be returning pump at this time. It was reported that the pump had been damaged during an x-ray.